Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure a portion of the coil (the subject device) was in the aneurysm and another was still in the microcatheter. The coil also prematurely detached. While trying to retrieve the coil, some of it fractured and ended up free floating in the anterior communicating aneurysm (aca). That part of the coil was not able to be retrieved. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the patient¿s anatomy was tortuous which may have been a contributory factor to the event. However, because a definitive cause for the reported events could not be determined following review of available information and because the product was not returned, a cause of for the main coil break and detachment cannot be determined. However, procedural factor may have contributed to the physician¿s inability to retrieve the coil; therefore, an assignable cause of operational context was assigned to this specific event.

Event description:
It was reported that during the procedure a portion of the coil (the subject device) was in the aneurysm and another was still in the microcatheter. The coil also prematurely detached. While trying to retrieve the coil, some of it fractured and ended up free floating in the anterior communicating aneurysm (aca). That part of the coil was not able to be retrieved. There were no clinical consequences to the patient.

Event description:
It was reported that during the procedure a portion of the coil (the subject device) was in the anuerysm and another was still in the microcatheter. The coil also prematurely detached. While trying to retrieve the coil, some of it fractured and ended up free floating in the anterior communicating aneurysm (aca). That part of the coil was not able to be retrieved. There were no clinical consequences to the patient.